Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after the battery was changed. The customer was unable to remove the battery cap. Customer's blood glucose level was 134 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.